Manufacturer narrative:
Customer was given explanation for product instruction for use query. Customer indicated that patient sample specific gravity was measured >=1.030. Customer has been explained that higher urine specific gravity may sometimes cause decreased leukocyte test results.

Event description:
Customer reported false negative leukocyte result on instrument whereas microscopic results was positive. Customer also reported that they had query regarding product insert instruction for use. There was no report of injury due to this event.